Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. The svc conductor was kinked/buckled, the svc conductor was distorted due to pulled/stretch/overstress, the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the rv (right ventricular) defibrillation coil became extrinsically kinked/buckled, the svc conductor pulled/stretched/overstressed, there was blood on the distal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, the distal end of the svc electrode was covered in body tissue/fibrotic growth, the distal end of the rv electrode was covered in body tissue/fibrotic growth, the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was extrinsically breached due to a tear, the overlay tubing of the lead was extrinsically breached due to melting, and the overlay tubing of the lead was observed to have blood ingression. The analyst also noted that the lead was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the ¿noise¿ described in the event. Although severe explant damage and a substantial amount of blood on the distal conductor were noted, no other anomalies were observed regarding the lead. Due to the fact that this lead was implanted for 124 months without documented incident until device replacement, it is likely that all damage observed was due to explant damage. Results for all electrical testing were within specified parameters.

Event description:
It was reported that during a device replacement procedure, noise was observed on the right ventricular lead after defibrillation threshold testing. The lead was removed and reinserted into the device to rule out a connection issue. The device detections were programmed off until the lead was explanted and replaced ten days later. During the right ventricular lead extraction, the right atrial lead was damaged. The right atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a device replacement procedure, noise was observed on the right ventricular lead after defibrillation threshold testing. The lead was removed and reinserted into the device to rule out a connection issue. The device detections were programmed off until the lead was explanted and replaced ten days later. During the right ventricular lead extraction, the right atrial lead was damaged. The right atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The ventricular sic was 112 counts in 2.50 days between (B)(6) 2013. Analysis of the device memory indicated oversensing associated with the right ventricular lead. One ventricular fibrillation episode at 200 ms occurred on (B)(4) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.